Manufacturer narrative:
(B)(4). The homechoice device was returned and evaluated by the product analysis lab (pal). Electrical testing was performed and passed. A device history record review revealed no issues that could have caused or contributed to the issue. During the evaluation, the fluid was transferred outside of the returned instrument testing evaluation (rite) specified limits and the volumetric accuracy test that followed, showed that the device had failed. Pal performed a more detailed inspection of the door assembly. The inspection showed that the piston was cracked and the piston foam was deteriorated. The results of the evaluation revealed the cause of the failure to be the cracked piston and deteriorated piston foam. The piston foam was to be scrapped and the device was sent for servicing. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, a baxter technician determined the device failed fluid volume accuracy testing. No additional information is available.